Manufacturer narrative:
Citation: trenkwalder t et al. Emergency extracorporeal membrane oxygenation in transcatheter aortic valve implantation: a two-center experience of incidence, outcome and temporal trends from 2010 to 2015. Catheter cardiovasc interv. 2018 jul;92(1):149¿156. Doi: 1 0.1002/ccd.27385. Epub 2017 nov 11. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of emergency veno-arterial extracorporeal membrane oxygenation for the management of life-threatening procedural complications during transcatheter aortic valve implantation (tavi). All data were collected from two centers in germany between january 2010 and december 2015. The overall patient population was 1,810, but the study population was formed by 33 patients who required emergency veno-arterial extracorporeal membrane oxygenation during the tavi procedure (predominantly female; mean age 80.5 ± 5.4 years), 3 of which were implanted with a medtronic corevalve bioprosthetic valve and 1 with a medtronic engager transapical bioprosthetic valve. No serial numbers were provided. Among all patients, 15 in-hospital deaths occurred, and an additional 4 patients died through the 1-year follow-up period (1 patient was lost to follow-up). However, multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: severe aortic regurgitation requiring emergency valve-in-valve placement, conversion to open heart surgery, emergency veno-arterial extracorporeal membrane oxygenation, acute coronary artery impairment requiring emergent percutaneous coronary intervention, acute ventricular rupture, acute annular rupture, aortic dissection, stroke, myocardial infarction, low left ventricular ejection fraction output, ventricular arrhythmias, minor/major/life-threatening bleeding, minor/major vascular complications, and hemodynamic instability of unknown cause. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.